Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range.

Event description:
It was reported that the right ventricular lead had a possible fracture as there was noise, high pacing impedance, and no capture. The plan was to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.